Manufacturer narrative:
The reported issue was confirmed. The scanner did not scan and all buttons were unresponsive. The scanner lost software due to a hard reset. The software was reloaded and a new battery was added to the device. The system operates as intended.

Event description:
It was reported that the device did not turn on or scan. The unit had a battery icon and level indicated. No patient injury was reported.